Manufacturer narrative:
It was reported that the issue was identified prior to patient use; therefore, there was no patient involvement and no injury reported. Per the good faith effort (gfe) response, it was confirmed that the tidal volume measurement was inaccurate before the device was placed into clinical service. The hospital¿s biomedical engineering department replaced the flow sensor. Following the repair, the device successfully passed all required performance verification testing per philips standards and was returned to service. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a tidal volume inaccurate message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.